Manufacturer narrative:
Actual device was returned for evaluation. Based upon the investigation findings, the reported event is inconclusive. Explanted devices were returned, and the evaluation did not reveal any anomalies. Intra-operative reports or procedural images were not provided. A review of the manufacturing records was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The review concluded that the reported issue could not be conclusively determined; however, oversizing of selected devices used in the pre-existing small diameter surgical graft is a likely factor. There is no evidence the devices contributed to this event.

Event description:
It was reported that following implantation of three suprarenal aortic extensions, the physician experienced difficulties deploying. Reportedly, the physician was unable to deploy due to, too much force against the grafts. The physician elected to convert to open repair and explant the devices. The patient was treated with a surgical graft. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.